Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Event description:
It was reported that the device exhibited a beep and then stopped. Troubleshooting was performed but the device exhibited an upstream occlusion. The event occurred while in use with the patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a kink in upstream tubing or the uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.